Event description:
It was reported that after a new device was replaced and connected to hv lead, the induction test failed with no defibrillation. The physician capped the hv lead and replaced it with a new hv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.